Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had blood glucose levels of 42 mg/dl and 435 mg/dl. The customer stated he started to use the dual/square bolus feature, and that they seemed to have leveled out his fluctuating blood glucose levels. The customer also stated he had been having sensor calibration issues. Troubleshooting was declined. The product is not being returned. Nothing further was reported.